Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to a tip foldover of the electrode array. The patient was reimplanted with another cochlear device within the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 28, 2023.